Manufacturer narrative:
(B)(4). The device was evaluated at the customer site by a baxter service technician. During functional testing the f_94 alarm was identified. The cause was determined to be a damaged main battery. To address this issue, the battery was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f_94 alarm. This alarm occurred when the device was being serviced by a baxter service technician. There was no patient involved. No additional information is available.